Event description:
It was reported that a 512sd and a 355ld were used during a laparoscopic cholecystectomy. It was reported by the affiliate that when the instrument passes through the trocars, the inner valve gasket falls down or is broken.